Event description:
Uncontrolled bleeding occurred at the site of impella cp insertion (left femoral artery). Before the case was over, the patient developed a hematoma at the site and the physician opted to take the patient to the ICU and hold manual pressure. The physician stated he may have nicked a vein. (The physician did not use ultrasound guidance to get vascular access.) However, when the team got the patient to the unit, the bleeding worsened and was obviously arterial. Regardless of the angle matching/ best practice techniques for groin management, the bleeding was uncontrolled and the device was removed and replaced in the right femoral artery.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary asae/hematoma/major bleed: the cause of the injury was not determined due to insufficient clinical details.